Manufacturer narrative:
The referenced driveline fault event was reported under medwatch report # 2916596-2017-01798. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to an internal driveline issue with driveline fault events. No log files were submitted. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. No area of compromised wire insulation was identified. The driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. No device-related issues were identified through the analysis of the returned device. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.